Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and changed the ion-selective electrode (ise) unit. He primed the unit and ran an ise check with successful results. The customer performed calibrations and qcs with successful results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from nine patient samples tested on the cobas 8000 cobas ise module (double). The reporter was able to provide one example of discrepant ion-selective electrode (ise) na results: the initial result was not reported outside of the laboratory. The initial result from the module's line 2 ise 2 unit was 141.8 mmol/l. The first repeat result from the module's line 2 ise 1 unit was 147.5 mmol/l. The second repeat result from the module's line 1 ise 2 unit was 143.3 mmol/l.

Manufacturer narrative:
The customer agreed to close the case. The investigation determined the service actions resolved the issue. The cause of the event could not be determined.